Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
I went to charge it and it went bang. The charger now has a lump in the side of it - oral-b [device physical property issue] . Case narrative: female consumer via phone reported that when she plugged in the oral-b toothbrush charger, it went "bang" and the charger had a lump on the side of it. No injury was reported.